Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause infection.

Event description:
Patient developed signs of infection and ulceration in axillae 9 days post miradry treatment. The patient contacted the treating clinic and discussed her symptoms at 12 days post-treatment. Antibiotics (cephalexin) were prescribed. The patient travelled to (B)(6) approximately 14 days post treatment. When she returned from (B)(6), her symptoms were evaluated by another physician at (B)(6). Another type of antibiotics (bactrim) were prescribed. The physician at (B)(6) lanced and drained an abscess 15 days post-treatment. At 26 days post treatment, the treating miradry physician examined the patient and confirmed the affected areas were healing.